Event description:
This ra lead was implanted on (B)(6) 2014, and remains implanted at this time. A call placed to technical services on 9/19/2017, stated that oversensing of minute ventilation signal causing pacing inhibition. There is also a spike in lead impedance. Atrial impedance daily measurements show average of 400 ohms with 3 large jumps in impedance (~1200 ohms) since (B)(6) 2017. The physician was dr. (B)(6) at (B)(6). No ther information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).